Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 51 mg/dl and 270 mg/dl. Customer had low blood symptoms at the time of the 51 mg/dl result. Customer self-treated by drinking an unspecified liquid and eating a candy bar. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.